Event description:
Sales rep was in surgery and product was taken out of the box. Product was only in a plastic bag and the product itself had "biomet" on it. The doctor said that he had no choice but to implant the stem. Sterility is in question due to product only being in plastic bag.